Manufacturer narrative:
Returned product consisted of a threader balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. The tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall distal edge of the markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca) to atrioventricular branch. A 1.2mm x 12mm threader¿ balloon catheter was advanced but severe resistance was encountered. Somehow, the device was able to cross the lesion; however, during third inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another threader balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca) to atrioventricular branch. A 1.2mm x 12mm threader¿ balloon catheter was advanced but severe resistance was encountered. Somehow, the device was able to cross the lesion; however, during third inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another threader balloon catheter. No patient complications were reported and the patient's status was stable.